Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 457 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 375 mg/dl customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer treated the high blood glucose reading with manual injection and insulin pump. Customer reported site is changed every 2-3 days, cannula was not bent. Customer reported insulin exited. Customer stated the drive support cap appears was normal. Customer stated there were no leaks or air bubbles. Customer was assisted with setting, time and date. Customer did not perform high pressure test products will not be returning for analysis.